Event description:
It was reported that the jack was leaking. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
MFR's investigation is still ongoing. A f/u report may be submitted.